Event description:
During preparation of the device for a cardiopulmonary bypass procedure, the perfusionist reported that the unit would not read the temperature correctly. As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
Note: per service records the unit is over 30 yrs old.